Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('l tube essure appears migrated') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("ultrasound revealed failed essure and pregnancy"). The patient was treated with surgery (laparoscopic salpingectomy on (B)(6) 2008 and hysteroscopy d&c and balloon abrasion on (B)(6) 2012). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: as per pif: plaintiff had laparoscopic salpingectomy performed for failed essure on (B)(6) 2008. Ultrasound performed on (B)(6) 2008 revealed failed essure and a pregnancy which resulted in patient undergoing bilateral tubal ligation on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: l tube essure appears migrated. Ultrasound scan - on (B)(6) 2008: ultrasound revealed failed essure and pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('l tube essure appears migrated') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("ultrasound revealed failed essure and pregnancy"). The patient was treated with surgery (laparoscopic salpingectomy on (B)(6) 2008 and hysteroscopy d&c and balloon abrasion on (B)(6) 2012). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: as per pif: plaintiff had laparoscopic salpingectomy performed for failed essure on (B)(6) 2008. Ultrasound performed on (B)(6) 2008 revealed failed essure and a pregnancy which resulted in patient undergoing bilateral tubal ligation on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: l tube essure appears migrated. Ultrasound scan - on (B)(6) 2008: ultrasound revealed failed essure and pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: event injury updated to new events "l tube essure appears migrated, abnormal bleeding, ultrasound revealed failed essure and pregnancy, device ineffective". Patient demographics added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.